Event description:
The customer reported that the therapy was not available due to equipment disabled message. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.